Event description:
Subsequent to the initial report filing, additional information was received stating that when the patient returned on (B)(6) 2014, it was not for a previously scheduled procedure, but was due to the reported angina. It was concluded that the patient had an occlusive in stent restenosis (isr) rather than stent thrombosis. The patient was referred for coronary artery bypass grafting (CABG). No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2014, a procedure was performed to treat the mid left anterior descending artery (lad). Pre-dilatation was performed with a 1.5 x 15 mm non-abbott balloon and a 2.0 x 15 mm non-abbott balloon. A xience xpedition 2.5 x 38 mm stent was implanted at 12 atmospheres (atm) in the mid lad and a xience xpedition 2.75 x15 mm stent was implanted at 18 atm proximal to the first stent. Post-dilatation was performed with an nc trek balloon. The procedure was finished with kissing balloon at the lad/diagonal branch with a 3.0 x 15 mm non-abbott balloon and a 2.0 non-abbott balloon. Another procedure was scheduled for (B)(6) 2014 to treat another lesion, but it was decided not to perform the procedure. The patient experienced minor angina and effort difficulties and on (B)(6) 2014, the patient returned for the scheduled procedure. It was noted that the xience xpedition stents had either stent thrombosis or occlusive intrastent restenosis as proximal and distal flow was observed. The patient was treated with medication (aspirin and prasugrel). No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.5 x 38 mm xience xpedition stent referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents in native coronary arteries. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to operational context of the procedure. A cine was reviewed by an abbott vascular clinical specialist. In conclusion, the images suggest restenosis of the stented area. Without the images from the initial procedure it is not possible to suggest a cause.